Event description:
Customer reportedly obtained results of approximately 300 mg/dl and approximately 70 mg/dl on the aviva system within 10 minutes. Customer ate in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.